Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited beeping tones due to an alert for high out-of-range (oor) shock lead impedances (sli) measuring 127 ohms on the right ventricular (rv) lead. Technical services (ts) discussed the delivered shock limit and to consider testing also, may increase the alert limit higher so the device won't beep until a higher impedance is reached. The sales representative will discuss with the physician. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited beeping tones due to an alert for high out-of-range (oor) shock lead impedances (sli) measuring 127 ohms on the right ventricular (rv) lead. Technical services (ts) discussed the delivered shock limit and to consider testing also, may increase the alert limit higher so the device won't beep until a higher impedance is reached. The sales representative will discuss with the physician. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported. Additional information received that this device was explanted due to normal battery depletion and a new device was successfully implanted. This device is returned for analysis. No additional patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited beeping tones due to an alert for high out-of-range (oor) shock lead impedances (sli) measuring 127 ohms on the right ventricular (rv) lead. Technical services (ts) discussed the delivered shock limit and to consider testing also, may increase the alert limit higher so the device won't beep until a higher impedance is reached. The sales representative will discuss with the physician. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.